Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 03/03/2015.

Event description:
Per additional information received,urgency, frequency, nocturia, urge incontinence, difficulty voiding following a transvaginal taped procedure, suspicious bladder lesion and detrusor instability - in-office cystoscopy ((B)(6) 2002) which revealed a papillary lesion along the left trigone of the bladder and diffuse - urodynamic testing which revealed early detrusor contractions consistent with detrusor instability (reports unavailable) - had cystoscopy and bladder biopsy for bladder lesion - findings: bladder had mild erythema present and there was a bladder lesion noted on the trigone. Obstructive voiding symptoms status post tension free vaginal tape, frequency and urgency symptoms - scheduled for cystoscopy, urethrolysis and incision of transvaginal tape. Underwent cystoscopy, urethrolysis, incision of transvaginal tape under general anesthesia - findings - a small piece was removed approximately 5 mm in its greatest width.